Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000093838.

Event description:
It was reported one of the patients leads displayed high impedances. As a result. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Investigation was unable to determine which led was at fault.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.